Manufacturer narrative:
Device evaluation: the lens was returned dry, in a (B)(4) bag. Visual inspection found a piece of one haptic torn off and missing. There was evidence of clear residue on the lens. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.